Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the source of infection was unknown and there were no complaints against device. There were no additional adverse patient effects reported. The ICD was explanted.